Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the r-wave amplitude readings of the right ventricular (rv) lead via the pacing system analyzer (psa) were higher than what was seen via the implantable cardioverter defibrillator (ICD) when the rv lead was connected to the device. This variance resulted in the physician going back and repositioning the lead multiple times. The implant procedure was completed and the lead and device remain in use. No patient complications have been reported as a result of this event.